Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): no anomalies were found. However, grommet damage was noted. Additionally, the setscrew had foreign material and in connector bore.

Event description:
It was reported, during an implant procedure, it was not possible to connect the lead in the ipg block. It was speculated the screw was blocked and therefore, ipg was replaced with a new one. No patient complications have been reported as a result of this event.